Event description:
It was reported that a clearlink continu-flo solution set with duo-vent spike experienced no flow. This issue occurred when a nurse attempted to use the set with an unknown bottled drug with a volume of less than 150 ml. The reporter stated that the facility did not follow the priming instructions for rigid bottles under 150 ml. Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A label review was performed which identified that the product label states: "if using rigid nonvented containers less than 150 ml, fully squeeze and hold drip chamber (4) and do not release until after container is inverted and hung." Should additional relevant information become available, a supplemental report will be submitted.